Event description:
It was reported that the device had a cassette latch error. There was no patient involvement, and no patient harm/unknown adverse event reported. The product fault occurred while attempting to load test cassette.

Manufacturer narrative:
One device was received for evaluation. The reported problem was duplicated. During functional testing the downstream occlusion sensor failed. The cause was an inoperable downstream occlusion sensor. Replaced the downstream occlusion sensor to fix the problem and bring pump into full functionality. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.